Event description:
It was reported that during ICD changeout for normal eri, high, but within range, hv lead impedance was observed. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.